Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced infusion set tubing detached from the connector. No further information available.